Event description:
It was reported that: "pt had bilateral hip replacements. She has been experiencing pain, a popping noise and swelling in both of the hips. Pt stated it was okay for stryker to contact her surgeons. ((B)(6) performed the pt left hip replacement at atlanta medical center. The pt is going to obtain the surgery info and confirm the date of surgery)."

Manufacturer narrative:
If add'l info becomes available, the eval summary will be submitted in a supplemental report.